Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
No blood glucose levels reported. The customer reported that some of the buttons of the insulin pump were unresponsive. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.